Manufacturer narrative:
A ge service representative performed an onsite investigation. A broken power control was found and replaced. The system was then found to be working as intended.

Event description:
The customer reported the system failed to xray. No report of patient injury.